Event description:
It was reported the patient's left hip was revised following this sequence of events: patient dislocated in another region of the country. A closed reduction was performed on an unknown date at an unknown facility and was thought to be successful. Patient dislocated a second time. A closed reduction was attempted and failed. Patient was brought to the hospital and a revision was performed. Intra-operatively, the adm/ mdm poly insert was found to have both dissociated from the ceramic head and dislocated out of the metal insert. The head, metal liner, and poly insert were revised to a new head with a constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.